Event description:
Meter name: one touch basic enhanced. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: light headed. A patient reported they were unable to obtain a blood glucose result on the meter. Their meter allegedly has a discolored display. Treatment was unknown. Patient is on dialysis. No further information has been reported.